Manufacturer narrative:
A analysis of the device is not available because the device was not returned. The cause of the reported event remains unknown.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.